Event description:
It was reported by the customer in (B)(6) that during an arthroscopic ankle ligament repair procedure on (B)(6) 2022, it was observed that the suture was detached from the anchor on the lupine loop rapide anchor w/orthocord ds device. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it appeared that a third suture was separated from the anchor. Therefore, this complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Without physical evaluation, we cannot de discern a specific root cause. The possible root cause could be related when the suture broke or pulled out leaving it loose. As per IFU: it mentions that "do not use excessive tension or overload the suture as this could break the bone and cause the device to dislodge or break the suture". A manufacturing record evaluation was performed for the finished device lot number: 8l25425, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.